Event description:
Customer reported damage to the pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed by technical support to return the damaged pump in storage mode, using a pre-paid label within 10 days, while a replacement pump was arranged.